Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 4/1/98 at a retail vendor. She sought medical attention on 4/8/98 for an infection at the ear piercing sight. She rec'd intravenous antibiotics and was also prescribed an oral antibiotic.